Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure that errors occurred against the left master tool manipulator (mtm). The customer was able to continue with the procedure using the other surgeon side console. The technical support engineer (tse) uploaded the error logs and found voltage errors against the left mtm. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) and remote arm controller (rac) to resolve the issue. The system was verified and ready to use. The mtm2 was returned for failure analysis and the reported error 23026 on axis 3 was confirmed and replicated. In logs, the 23026 error was found indicating digital pot status advisory on axis 3, confirming the fault occurred in the field. Upon visual inspection, upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the 23026 error was triggered indicating fault on the axis 3, replicating the reported event. The mtm2 was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on axis 3. The axis 3 digital pot was tested was verified to be the source of the fault.

Manufacturer narrative:
The cfg (configuration) rac (remote arm controller) was also analyzed. In logs report error 25520 was found indicating the fault confirmed the fault occurred in the field. Visual inspection, no issues were found that are related to the report issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing 10x cycles no error, reviewing the system error logs after test was no error could be identified. The probable root cause was attributed to a component failure associated with the axis 3 digital pot based on results from failure analysis.

Event description:
Refer to h11 for follow-up information.